Event description:
It was reported tha balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for post-dilatation. However, during inflation at 16 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.